Manufacturer narrative:
The device inspection found the illumination light was intermittent, due to wear and damage of the connector output socket. The socket was replaced by the technician. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image illumination was intermittently too dark. There was no patient or user harm due to the event. Further troubleshooting with the customer found the light guide cable was loose in the light source, and the automatic brightness control was working sporadically. The customer requested an on-site inspection by an olympus technician. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the illumination sporadically does not light up most likely due to a faulty scope socket. The specific root cause of the faulty scope socket could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.